Event description:
During the (pci) percutaneous coronary intervention, the cypher had crossing difficulty and stent uplifted strut. The stent could not through the lesion in (lad) left anterior descending artery with a 70% stenosis. The lesion was not highly calcified, and no unusual force was applied to the stent prior to use, or during advancement to the lesion. After the physician removed the stent from the pt, the stent strut was uplifted. The lesion was not pre-dilated. Another stent was utilized to complete the procedure. The device will be returned for evaluation.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems. Additional info will be submitted within 30 days of receipt.